Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective stimulation after a trial implant procedure, wherein one trial lead was implanted, on (B)(6) 2020. As a result, patient underwent additional surgical intervention on (B)(6) 2020, wherein another trial lead was implanted to address the issue.